Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a guidewire was placed in the left superior pulmonary vein (lspv), and another manufacturer's sheath was exchanged for the sheath, which was inserted into the left atrium. The patient's breathing was unstable and when the patient took a deep breath, a small amount of air entered the left atrium through the side port of the sheath. Because a small amount of air entered the right coronary artery (rca) from the left atrium, the 12-lead electrocardiogram (ECG) on the polygraph showed st elevation in leads ii, iii, and avf. Due to the st elevation, an emergency rca coronary angiography (cag) was planned, but the st elevation resolved before the cag could be performed. Although the transient st elevation resolved, the rca cag was performed to check for air, but there were no issues. The case was completed with cryo. No further patient complications have been reported as a result of this event.